Manufacturer narrative:
(B)(4). This complaint for a leak is not confirmed and the cause was not identified because the disposable set was not returned to baxter. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a leak which occurred on home choice (hc) cassette during dwell 2 of 4. The home patient (hp) stated that they found the supply line leaking and the hp felt that air had gotten into her. The baxter technical representative (tsr) advised the hp to follow up with the registered nurse (rn) for instructions. The tsr advised the hp to do a manual drain. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.